Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis of (B) (4) showed dried blood in and on the helix/lobe mechanism which made it impossible for the helix to extend or retract.

Event description:
It was reported during the implant procedure, the helix would not extend or retract. The lead was not implanted. No patient complications have been reported as a result of this event.